Event description:
As a result of a review, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports. The pt experienced electric shock. Groups a and b were overstimulating. The device was reprogrammed; groups a and b were deleted. The situation was ongoing.